Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident was 120 mg/dl. The battery could not be changed since the customer was unable to remove the battery cap. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days and no unexpected failed battery alarm anomalies noted. However, has a stripped battery cap coin slot. The insulin pump had scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.